Event description:
The patient stated that on the morning of the event date, he noticed a break in the outer tubing of his infusion set near the luer connection. He stated that no insulin leaked from the tubing but his blood glucose was elevated to about 200 mg/dl. The patient stated that they would change the infusion tubing. The patient stated that he felt the elevated blood glucose may have been caused by lifestyle changes. He stated that he feels lethargic when his blood glucose is high. He stated he changes his infusion tubing every 8 days. The patient was advised to change his infusion tubing every 6 days. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.